Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved after reseating the endoscope. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the endoscope was unable to move up and down. The technical support engineer (tse) instructed the customer to reset the endoscope, which resolved the problem. No error was displayed in the system, there was no impact to the patient, and the procedure started as planned without delay. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue was identified after procedure and the image was inverted.